Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-03995 and 2134265-2015-03996. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. However, the motordrive unit (mdu) stopped performing an automatic pullback and the imaging stopped. This occurred outside the patient. No patient complications were reported.